Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a günther tulip filter. MFR date unknown as lot# is unknown. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4).

Event description:
This additional information was received on 03/06/2017 as follows: the patient allegedly received the tulip device implant via right internal jugular vein on (B)(6) 2010 due to dvts. The patient alleges pulmonary embolism and pain after implant of device. The patient alleges that multiple retrieval attempts have been performed including attempts on v 2011 due to the ivc filter no longer being needed and another attempt on (B)(6) 2011. The (B)(6) 2011 removal attempt noted that there was "filter tilt and perforation" in the description of event. (B)(4).